Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that after receiving the low power alert and alarms, the customer's pump shut down and the customer was unaware that pump therapy was not on for 5 hours. The contact also indicated that air bubbles were visible in the infusion set tubing and air could be hear exiting the tubing. The contact indicated that air may have been introduced during the cartridge change on (B)(6) 2016. Due to both of these events, the customer's blood glucose (bg) level was 601 mg/dl and a correction bolus was delivered to address the high bg level. The customer was hospitalized on (B)(6) 2016 for the high bg level and was treated with an intravenous insulin drip. On (B)(6) 2016, the customer reconnected to the pump; however, the contact did not think the pump was delivering the proper amount of insulin as the bg level started to increase. The healthcare provider disconnected the customer from the pump and instructed the customer to use insulin injections to manage diabetes.

Event description:
The customer was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
The reported air bubbles could not be confirmed as no used cartridges were returned for testing.